Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the accustick sheath found the radiopaque (ro) marker to have been pushed approximately 2 mm toward the hub. The sheath tip was damaged and torn. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the distal end. The sheath surface was scraped/ damaged as the ro marker was slid proximally over the sheath material and the ro maker was bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that radiopaque marker shifted from the dilator. The target lesion was located on the left kidney. An accustick ii was selected for use. After percutaneous puncture of the left kidney, while introducing coaxial dilator, it was noted under fluoroscopy that the radiopaque marker shifted from the distal end moving back on the dilator. The procedure was completed with this device. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that radiopaque marker shifted from the dilator. The target lesion was located on the left kidney. An accustick¿ ii was selected for use. After percutaneous puncture of the left kidney, while introducing coaxial dilator, it was noted under fluoroscopy that the radiopaque marker shifted from the distal end moving back on the dilator. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.